Manufacturer narrative:
Burn to the face and to dorsal hands after harmony xl treatment due to possible excessive energy or due too slow movements when performing the in-motion treatment. Likely will leave a scar on a hand. Since no updated information about healing process was provided, it was decided to report this injury. The report was submitted on 8.12.22 in the test mode, and on 24.7.23 it was resubmitted in the production mode.

Event description:
It was reported about a burn to the face and to dorsal hands after harmony xl with dye-vl treatment.